Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 419488 lead, implanted: (B)(6) 2007; 5076-52 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) earl ier than expected by the customer. The device was explanted and replaced. No patient complications have been reported as a result of this event.